Event description:
It was reported that the pump battery was depleting quickly. Customer's blood glucose was 109 mg/dl. Reportedly, the customer will continue to use the pump and has back up manual injections for continued insulin therapy.